Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller (ec). The customer called in to report that during a procedure, the camera orientation was off. Fse confirmed that the contaminated scope placed in endoscope controller resulting in issues seen by the customer. Fse replaced the scope to correct reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The scope was analyzed and found to have the error. The unit was tested on the printed circuit assembly (pca) system and when connecting the camera error 45311 showed on the error log along with a reconnect or clean endoscope camera. There was no debris or damage on the camera port, but the issue still persists even after trying different cameras. The problem is the dual camera interface board (dcib). Isi received the 30-degree endoscope plus to perform failure analysis. The endoscope was analyzed, and the complaint was not confirmed by failure analysis. The failure analysis did not replicate the customer reported complaint vision problem image calibration issue. Additionally, they observed the hairline crack(s) on lamp button of the button pack assembly. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction. The endoscope was visually inspected and found with mechanical damage to the scope¿s distal tip. The endoscope was tested and placed on in-house system or equivalent for functional testing and failed to instrument not recognized. The endoscope cable connector was visually inspected and found with costumer labels/marks. During inspection of the endoscope cable connector, the housing exhibited customer labels or marking added. The endoscope was disassembled, and the camera module was visually inspected and placed on an internal tester and failed. The camera module failed no image test. Device history record (DHR) review-DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause is attributed to the dual camera interface board (dcib).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, a clinical sales representative (csr) called technical support from off site and reported the customer informed her there was an ongoing issue that the camera orientation was off. System logs showed no related errors. The customer explained that when the surgeon attempted to move the endoscope to the left or right, the endoscope moved in the opposite direction, and sometimes the image was upside down. The customer had checked multiple endoscopes and the universal surgical manipulator (usm)s, but the issue persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised that the surgeon may have manually rolled the endoscope 180 degrees using the master controls at the surgeon side console (ssc) or the patient side cart (psc), may have clutched the arm and manually rotated the scope 180 degrees. The tse recommended the customer move the endoscope, rotate the endoscope base until the correct orientation was displayed on the screen, press the instrument clutch button on the arm that was holding the endoscope to cancel guided tool change, and reinstall the endoscope on the arm. The customer was adamant that was not causing the issue and requested their field service engineer (fse) to inspect the issue. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue on the endoscope occurred after ports were placed in the patient. The surgeon was in the middle of procedure when the image unexpectedly got inverted by itself. The vision orientation changed on its own. Customer was unsure if the event involved a reversed control of system arms or if endoscope moved freely with uncontrolled motion. At the time of event, system recognized correct scope, but image suddenly got inverted. The vision side cart (vsc) said image was "up", but it was "down". Customer had to remove endoscope and restart the system to change orientation. An indication of the image orientation was provided to surgeon via user interface. The issue was resolved when a new scope was installed. It worked without any issues.